Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric, and 90% stenosed proximal right coronary artery. When a 3.5 x 18 mm xience prime stent delivery system was going to be advanced over a guide wire, it was noticed that the stent implant had moved distally on the balloon and was no longer between the markers. A 3.5 x 23 mm xience prime stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: launcher 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.